Event description:
It was reported that the patient experienced chest pain and fainted. Upon device interrogation, the left ventricular lead exhibited variable impedance due to dislodgement. The lead was repositioned successfully without any complications and the patient was discharged home on (B)(6) 2017.